Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10054. The report was submitted in error.

Event description:
Information was received indicating that during testing of this smiths medical cadd ms3 pump, the pump would not confirm cartridge. No patient injury reported.